Event description:
It was reported that the discharge button on the device's hard paddle was broken. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering information for a replacement set of hard paddles. The replaced paddles have not been returned to physio-control for evaluation; therefore, further investigation cannot be performed.